Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Follow up was conducted indicating that the impedances were pacing, the lia triggered due to non-sustained ventricular tachycardia and impedances. Additionally, it was further reported that there was a possible poor connection issue between the device and the lead. The implantable cardioverter defibrillator (ICD) was explanted and replaced.

Manufacturer narrative:
Continuation of d10: product ID: ddmb2d4; serial#: (B)(6); implanted: (B)(6) 2015; explanted: (B)(6) 2025. Product ID: 5076-52; serial#: (B)(6); implanted: (B)(6) 2015. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) and exhibited high impedance. Additionally, during a pocket disconnection test, oversensing with noise was observed. The lead was ¿partially severed¿ with noted incomplete fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.